Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia since shortly after midnight with a reported blood glucose over 400 mg/dl while using the ilet system; the user declined troubleshooting and elected to change all infusion and sensor supplies and continue close monitoring. Symptoms included elevated blood glucose without reported ketone testing and without reported adverse effects. Outcomes included no medical assistance, no alarms, and no hospitalization. Investigation included review of user-reported event details. Investigation of this case revealed no device malfunction could be confirmed due to lack of returned product and limited information. It was concluded that the cause of the hyperglycemia was unclear, and no device-related failure was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.